Event description:
The patient death was initially reported to the company on (B)(6) 2010 with no allegations of device malfunction. Legal complaint received by company on (B)(6) 2011 alleging device malfunction resulting in the patient death on (B)(6), 2010.

Manufacturer narrative:
This MDR is being filed outside of the thirty-day time frame.